Event description:
It was reported that there was an empty intravia container that leaked from seal that connects the bag to the medication port. The leak was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed damage to the injection site port tubing. Functional testing and pressure testing were performed and failed due to a leak from the damaged tubing. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.